Event description:
The technician indicated that the casters are not holding in brake mode.

Manufacturer narrative:
The technician replaced the brake bearings, stiffener plate and both brake casters to repair the bed.